Event description:
The patient reported the contributing factors were a change to device programming by a consultant and after they left the doctor's office it zeroed out and was changing. The patient turned stimulation off and then waiting to meet with another consultant, but patient is still not sure how to turn things down or off. Patient noted there is no resolution to charge more often other than having it removed, which patient is considering.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The patient noted that they were reprogrammed about 2 weeks ago by a manufacturer representative (rep) and since then the pt felt stimulation intensely (including what felt like muscle spasms in their feet) at times when they usually weren't feeling stimulation sub-threshold. The pt got stimulation in their back, legs and into their feet for their rsd. The pt also thought their stimulation was turning itself on and they thought they turned stimulation off but then felt stimulation and their controller would also show the stimulation being on. The pt was not using cycling but was using adaptivestim (as). Technical services (tss) reviewed turning stimulation down or off and that they should see their hcp to get the programming looked at again. The pt called from the registered number and mentioned they had just been adjusted 3 weeks ago and now some of the numbers on their stimulation 0'ed out, and the pt said they could not get their stimulation to turn off. The pt said they finally got all the groups to say off, but the pt said they still felt stimulation. Technical services (tss) discussed medical intervention by a hcp and redirected to a hcp. The pt was escalated because they felt like they w ere not getting any help and said the manufacturer representative reprogrammed them and made their stimulator all wonky. The pt said another rep "did a decent job." The pt alleged they still felt stimulation when all groups were turned off for the last week.